Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.

Event description:
Caller tested 4.7 inr on the coaguchek xs plus system while a comparison lab returned as 3.6 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.